Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during implant that the right atrial (ra) lead screw "slightly extended when fully retracted" and caught on tricuspid and atrium the ra lead was replaced. No patient complications have been reported as a result of this event.